Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse on an unspecified date, and a sling and an ams elevate were implanted. The patient experienced pain, tissue abrasion, erosion and had to undergo additional revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse on (B)(6) 2010 and mesh were implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently cystoscopy.